Manufacturer narrative:
On (B)(6) 2023, it was reported that during surgery, the x2 device malfunctioned and resulted in the patient's capsular bag rupture. Vitrectomy had to be performed. Diamatrix met with the surgeon and she was unable to provide supporting documentation or observations beyond the initial report. Without additional information, a clear cause cannot be established. The device was discarded and not available for physical evaluation. There were no findings/root cause able to be determined in the investigation, however an investigation was performed, thus for investigation findings - 'appropriate term/code not available' was selected. The preferred term is "investigation had no findings."

Event description:
It was reported that the expand x2 had been used on a patient malfunctioned and caused harm to the patient. The speculum(ring) ruptured the patient's capsular bag, and a vitrectomy had to be performed.